Event description:
Additional information was received from the peritoneal dialysis registered nurse (pdrn). The patient was said to be continuing peritoneal dialysis (pd) therapy on their cycler without further issue. The treatment in which the fluid leak occurred was not completed. It was confirmed the patient was trained to perform manual pd therapy and stat drains. There were no patient adverse effects, injuries, or harm due to the event. The fluid leak reportedly originated from the cassette, and it occurred during dwell 4 of 5.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g2.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.